Manufacturer narrative:
Implant dates of 2007 were rec'd, however, it was not specified what was implanted on each of these days. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-00373. It was reported by the pt, that post a coronary stenting treatment procedure, a stent occlusion occurred. Five liberte bare metal stents were implanted in an unspecified vessel. The consumer had records of stent sizes 2.75x24mm and 3.0x24mm, but did not have the records of the other three stent sizes. Six mos post the initial procedure, two of the five liberte stents had "closed 40%". Reintervention and insertion of a non-bsc stent was required. Add'l info was requested from the physician. The physician reported that the pt had restenosis, no other info was made available.